Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli when using phoenix panel nid (catalog number 448007) batch number 3304067. The customer returned panels, isolates, binary files and phoenix generated lab reports for the investigation. The lab reports show identifications of shigella flexneri when using the complaint batch. The customer returned isolate was verified and labeled as e. Coli with a bruker maldi biotyper. It is to be noted that the customer returned isolate was mucoid and did not go into solution easily. To investigate, three customer returned panels were inoculated with customer returned isolate e. Coli and placed in a phoenix m50 machine and evaluated for identification results. Next, two retention panels of the complaint batch and one control panel were tested using customer returned isolate e. Coli on a phoenix m50 machine and evaluated for identification results. The retention panels returned e. Coli identification results, the control panel returned a no-ID result, and the customer returned panels returned s. Flexneri and e. Coli identification results. This complaint is confirmed. A corrective and preventive action (CAPA) has been initiated for mis ids of e. Coli. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of e. Coli¿s interaction with the substates on the panel. Bd anticipates a software release in summer 2024 to address the performance on e. Coli ids. Bd will communicate any further updates as they become available. In addition, an overall review of gram-negative performance is on-going and will continue to be investigated. Please continue to communicate any additional concerns. It is to be noted that the pud 7.41 improvement for e. Coli misidentifications targets typical e. Coli strains previously identified by the phoenix m50 as enterobacterales. The improvement did not target atypical strains. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (e. Coli) was misidentified as shigella. The user reported the e. Coli result because the isolate was a lactose fermenter and motility positive. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (e. Coli) was misidentified as shigella. The user reported the e. Coli result because the isolate was a lactose fermenter and motility positive. No health impact or consequence reported.